Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported by edwards lifesciences under manufacturer report # 2015691-2026-15809. Additional information received from the edwards field clinical specialist indicates the adverse events (annular rupture and death) occurred during valve deployment rather than during difficulties crossing the annulus. This event meets FDA summary reporting exemption (B)(4) criteria and does not require an individual 3500a.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, there was crossing difficulty the native annulus due to commissural calcium and severe leaflet calcium, so one cc was added to the tip of the commander balloon. After valve deployment, annular rupture occurred and effusion was found on echo. CT surgery was consulted and the patient was turned down for surgery. Pericardiocentesis was performed. Impella was placed in the left ventricle. CPR was performed and the patient received a blood transfusion. However, the effusion was too large to control and the patient expired.

Manufacturer narrative:
Investigation is ongoing.